Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 29-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant intense pain"), procedural complication ("during the operation, the surgeon nicked an artery which required further surgery 3 hours later") and muscle spasms ("attack of spasmophilia for several hours") in a (B)(6) year-old female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("frequent heavy menstrual bleeding between periods"), fatigue ("very major chronic fatigue"), amnesia ("memory loss"), headache ("headache almost every day") and vulvovaginal mycotic infection ("frequent vaginal mycosis"). In 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced procedural complication (seriousness criterion medically significant). In 2016, the patient experienced arthropathy ("joint point"), hepatomegaly ("liver enlarged") and splenomegaly ("spleen enlarged"). On an unknown date, the patient experienced muscle spasms (seriousness criterion medically significant), biliary colic ("biliary colic") and gallbladder pain ("severe throbbing pain in the area around the gallbladder"). The patient was treated with morphine, surgery (hysterectomy) and surgery (further surgery 3 hours later). At the time of the report, the pelvic pain, procedural complication, muscle spasms, metrorrhagia, biliary colic, fatigue, amnesia, headache, depression, vulvovaginal mycotic infection, arthropathy, hepatomegaly, splenomegaly and gallbladder pain outcome was unknown. The reporter provided no causality assessment for amnesia, arthropathy, biliary colic, depression, fatigue, gallbladder pain, headache, hepatomegaly, metrorrhagia, muscle spasms, pelvic pain, procedural complication, splenomegaly and vulvovaginal mycotic infection with essure. The reporter commented: hysterectomy was unnecessary since the uterus was found to be healthy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood tests, ultrasounds and x-rays for follow-up with a rheumatologist. During the examination, two organs (the liver and spleen) were found to be enlarged. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4.603 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-sep-2017: following internal review, correction was performed in the similar incident listing statement: the analysis in the global safety database revealed 4.603 cases. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 30-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant intense pain"), arterial injury ("during the operation, the surgeon nicked an artery which required further surgery 3 hours later") and muscle spasms ("attack of spasmophilia for several hours") in a (B)(6) female patient who had essure (batch no. C68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("frequent heavy menstrual bleeding between periods"), fatigue ("very major chronic fatigue"), amnesia ("memory loss"), headache ("headache almost every day") and vulvovaginal mycotic infection ("frequent vaginal mycosis"). In (B)(6) 2015, the patient experienced arterial injury (seriousness criterion medically significant). In 2015, the patient experienced depression ("depression").in 2016, the patient experienced arthropathy ("joint point"), hepatomegaly ("liver enlarged") and splenomegaly ("spleen enlarged"). On an unknown date, the patient experienced muscle spasms (seriousness criterion medically significant), biliary colic ("biliary colic") and gallbladder pain ("severe throbbing pain in the area around the gallbladder"). The patient was treated with morphine, surgery (hysterectomy) and surgery (further surgery 3 hours later). At the time of the report, the pelvic pain, arterial injury, muscle spasms, metrorrhagia, biliary colic, fatigue, amnesia, headache, depression, vulvovaginal mycotic infection, arthropathy, hepatomegaly, splenomegaly and gallbladder pain outcome was unknown. The reporter provided no causality assessment for amnesia, arterial injury, arthropathy, biliary colic, depression, fatigue, gallbladder pain, headache, hepatomegaly, metrorrhagia, muscle spasms, pelvic pain, splenomegaly and vulvovaginal mycotic infection with essure. The reporter commented: hysterectomy was unnecessary since the uterus was found to be healthy. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Blood tests, ultrasounds and x-rays for follow-up with a rheumatologist. During the examination, two organs (the liver and spleen) were found to be enlarged. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.